Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had experienced hypoglycemia with blood glucose with blood glucose level of 53 mg/dl. Troubleshooting was declined. Customer was treated with some coke and food. Customer had experienced symptoms such as mental confusion. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was not in emergency room, nor admitted into hospital and nor emergency medical service was dispatched as a result of low blood glucose level. It was unknown whether the auto mode feature was on or not. The insulin pump will not be returned for analysis.